Event description:
A peritoneal dialysis (pd) patient experienced two unspecified infections. The cause of the unspecified infections were not reported. It was not reported if the patient was hospitalized. Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced two unspecified infections in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.